Event description:
The customer reported "no ac inlet and defect on power supply". Further information was provided that the unit could not turn on with ac power. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.